Event description:
A roche company rep was working on the benchmark ultra stainer module in the pathology area when he noted an electrical smell. He unplugged the module and removed the back panel and discovered a small electrical fire which was extinguished with an extinguisher. No injuries were reported. FDA safety report ID# (B)(4).